Manufacturer narrative:
The concomitant products: smart touch: model# d-1336-02-s, lot # unknown. Carto 3: model # m-4800-01, serial # (B)(4). Bwi manufacturer ref # (B)(4) are related to the same event. (B)(4).

Event description:
It was reported that during paroxysmal atrial fibrillation - pvi, no intracardiac electrogram (ic) signal and the surface ECG signals appeared on both carto and ep recording system and caused the procedure to be extended slightly. The patient was under general anesthesia for 4 hours. The system was rebooted, the catheters were disconnected from the connectors, and then reconnected and also the ECG cables and electrodes were changed but the problems continued. Then, the carto ECG was disconnected, and the ep recording system was connected directly to the patient. We were able to create an anatomy of the left atrium while we were trying to resolve the issues with the electrograms, and once we had collected the anatomy, the operator wanted to start ablating, and needed signals from the lasso catheter. At that time, we really weren't sure of the piu because we still had no signals at all (partly because we had by this point disconnected the body surface ECG), so an optima circular catheter was plugged directly into the ep recording system, and jumped across to a pin box on the piu in order to visualize the catheter. We then noticed that we had signals on carto, and the case was completed without further problem.

Manufacturer narrative:
(B)(4). Upon product receipt, the catheter was visually inspected and it was found that rings 19 and 20 were damaged. The catheter was electrically tested and it passed specifications suggesting the lost of intracardiac electrogram (ic) signal and the surface ECG signals was not caused by the catheter. Also since it was noted that the contraction was not working properly a test was performed and the catheter failed to meet the contraction position. After the test, the catheter was dissected and it was determined that the root cause was that the loop had the lead wires wrapped around the (B)(4). The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. It is unknown how the rings were damaged .the customer complaint about the loss intracardiac electrogram (ic) and the surface ECG signals cannot be confirmed, however was determined that there was a problem with the contraction of the loop.